Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported non-functional keypad, which was experienced during evaluation. Evaluation found the #3, #6, and #9 keys to operating intermittently. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4)

Event description:
It was reported that a spectrum pump had a non-functional keypad. It was also reported there was no patient involvement.